Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5: reference MFR. Report#: 3006705815-2018-02425; reference MFR. Report#: 3006705815-2018-02426; reference MFR. Report#: 1627487-2018-09212; reference MFR. Report#: 1627487-2018-09213. It was reported a hematoma had developed at the patient's ipg and lead/anchor site. In turn, the patient underwent surgical intervention. During the procedure, the doctor opened the patient's wounds and reduced the hematoma at each site via suction and cauterized each site. Surgical intervention took place on (B)(6) 2018 and addressed the issue.